Event description:
A hospital in (B)(6) reported via a distributor that a tube was missing from an rt225 infant bias flow breathing circuit kit. This was noticed before use on a patient. No patient consequence was reported.

Manufacturer narrative:
(B)(4). The rt225 infant bias flow breathing circuit is not sold in the USA but it is similar to a product which is sold in the USA. The 510(k) for that product is k020332. The complaint rt225 infant breathing circuit is en route to fisher & paykel healthcare for investigation. We will provide a follow-up report once we receive the complaint device and have completed our investigation.

Event description:
A hospital in (B)(6) reported via a distributor that a tube was missing from an (B)(4) infant bias flow breathing circuit kit. This was noticed before use on a patient. No patient consequence was reported.

Manufacturer narrative:
(B)(4). PMA/510(k) # information: the (B)(4) infant bias flow breathing circuit is not sold in the USA but it is similar to a product which is sold in the USA. The 510(k) for that product is k020332. Method: the returned (B)(4) infant bias flow breathing circuit kit was visually inspected for missing tube. The kit was received unsealed. Results: the dry line tube was found to be missing from the breathing circuit kit. A lot check revealed no other complaints of this nature for lot number 100329. Conclusion: the breathing circuit package consists of a number of components grouped together during production. It is likely that operator error, during the packing process, resulted in the dry line tube component being omitted from the breathing circuit kit. The new standard operating procedures have been put in place to assist the operators on the production line correctly pack breathing circuits. A specific pack card detailing all components required must be displayed at the packing station. Breathing circuit kits are visually inspected for missing components prior to distribution. Our monitoring and trending of complaints involving incorrect or missing components in breathing circuit kits has a rate of occurrence of (B)(4) sold worldwide in the last year to the end of (B)(4) 2010.